Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted due to elective replacement indicator (eri). Upon explant, the setscrew grommets were found to be somewhat detached from the header. Normal function of the device was seen via telemetry. The device was replaced due to eri. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned, analyzed, and analysis of the device revealed normal battery depletion; meets expected longevity. It was noted that the grommet was loose/detached.